Manufacturer narrative:
During on site investigation the breathing system cosy 2.5 was identified to have caused the event. The cosy was replaced and the log was downloaded. The evaluation of the fabius log file shows just one entry for the date of event. The entry indicates that the device was switched on at 08:43h. The breathing system cosy 2.5 was received for investigation and passed tests. It could be excluded that the cosy was the cause of the reported event. It was concluded that an external leakage in the patient hose system has caused the gas losses. Pressure and volume monitoring of fabius generate alarm if the alarm limits are exceeded. The event report dräger received confirms that alarm has been generated during the event. The machine has reportedly been returned to use with no further problems reported to date.

Event description:
It was reported that during a case the minute volume and tidal volume dropped to zero. On further request it was reported that this occurred in an automatic ventilation mode. No injury has been reported.